Event description:
It was reported that the deep brain stimulation (dbs) patient experienced weakness, speech difficulties and excessive shakiness wherein they went to the emergency room (ER) and were admitted. It was noted that a subdural hematoma was discovered per the physician's assessment, however how the hematoma was confirmed is unknown. The patient underwent a craniotomy procedure wherein an evacuation of the subdural hematoma was completed, and unknown type of cauterization may have been conducted. It was noted that the attending physician did not want to disclose any further information regarding event and/or procedure. The patient was discharged and did well post-operatively.

Manufacturer narrative:
Block d2b: additional pro codes nhl, pjs.